Manufacturer narrative:
Pump passed displacement test and self test. No alarm anomalies noted during testing. Expected pump error 23 noted during bootup. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6) 2023 from 22:39:17.00 to 23:03:41.00 due to corroded solder joints the u1 chip on keypad assembly. Pump error 4 was found in the history files on (B)(6) 2023 at 22:39:15.00 due to the motor mcu did not get the response from the main mcu when sent the request. Pump error 54 ((B)(6)) was found in the history file on (B)(6) 2023 at 23:03:39.00 due to ipc dma was not able to process data. Pump error 23 alarms were found in the history file on (B)(6) 2023 at 01:20:32.00 and 06:16:56.00. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and found corroded solder joints on the u1 chip and evidence of moisture damage on pcba 1 and the force sensor. The following were noted during visual inspection: pillowing keypad overlay. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where cold solder joints the u1 chip on keypad assembly. Pump error 4 and pump error 54 were confirmed due to hardware error anomalies. Pump error 23 was not confirmed during testing. Pump exposed to moisture on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63, 4, 23. No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully and able to rewind successfully. Advised the customer to do a self-test on the pump and it got not passed. The customer will discontinue to use the device and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.